Event description:
The event involved a 6" (15cm) appx 0.33ml, smallbore bifuse extension set w/2 microclave¿ clear, 3 clamps, rotating luer. It was reported the microclave was found to be leaking noradrenaline from the screw thread weld on isolated devices. Testing on samples from the same batch found the leaks were not repeatable. The leaks occurred in two devices from two separate batches where no hole, cut, tears or any defected noted. There was no report of harm. This is the second of two events.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint of leakage on the 011-mc3316 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 10985830 was reviewed and no non conformities were found that would have led to the reported complaint.